Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 20 and 92 mg/dl. The customer¿s expected am fasting blood glucose test result range is 75-95 mg/dl and expected pm non-fasting blood glucose test result range is 95-121 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 96 mg/dl using true focus meter; the customer was satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/19/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 31-jan-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.